Event description:
It was reported that the patient underwent device repositioning because it was "coming out" after the patient lost weight. The device was moved from the back to the front. The device was placed under a layer of muscle. The patient reported that he could charge less frequently and had better communication with the recharger at the previous implant site. Additional information has been requested, but was not available as of the date of this report.